Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device labeling. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that following predilatation, a 3.5x48mm xience pro stent delivery system (sds) advanced with difficulty to the ostium-proximal right coronary artery (rca), heavily calcified lesion. A guideliner was used to help advance the sds into position. The stent was implanted and stent apposition was noted to be satisfactory; however, focal residual stenosis of 30-40% was observed. The xience pro balloon deflated without issue and during sds removal, no resistance was noted; however, the shaft separated 15-20 centimeters proximal to the balloon. The patient was taken for surgical intervention. The distal catheter was surgically removed, but the stent and part of the remaining distal catheter were left inside the rca. Coronary artery bypass graft (CABG) surgery was performed, placing a graft distal to the stent. The event required prolonged hospitalization. Reportedly, the patient remains in good condition and discharge from the hospital is planned. There was no additional information provided.